Event description:
It was reported that the bd nexiva¿ single port with maxzero¿ closed IV catheter separated causing leakage. The following information was provided by the initial reporter: the tubing was leaking and had come apart from the catheter hub.

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes, d10: returned to manufacturer on: 24-apr-2023. Investigation summary: our quality engineer inspected the sample submitted for evaluation. Bd received one 20gx1.25in nexiva device from lot number 2216874 and a second needle that was captured in the tip shield was also provided. A gross visual inspection shows 2 safety shields/needle, one catheter adapter, one extension tubing, and a needle cover. The returned catheter adapter was tested for leakage where no leakage was identified on this component. As the sample returned had a tubing separated from the catheter adapter, the unit was inspected with a uv light to verify the presence of adhesive. A uv reaction (bright pink color) was present on the exterior of the catheter adapter port, indicating that adhesive had been applied to the incorrect location. This was physical/mechanical evidence to confirm and support a manufacturing process related issue for the reported defect relating to incorrect adhesive placement. A device history record review showed no non-conformances associated with this issue during the production of this batch.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd nexiva¿ single port with maxzero¿ closed IV catheter separated causing leakage. The following information was provided by the initial reporter: the tubing was leaking and had come apart from the catheter hub.